Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The threaded portion will not engage into handle. The threads appear to be damaged.

Manufacturer narrative:
Additional narrative: examination of the returned device confirms the reported event of tread damage. A complaint database search on the provided product code did not identify a trend of the reported event. With the provided information a definitive root cause is unknown. Based on the inability to determine a specific root cause, a need for corrective action is not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.